Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The needle pulled off the suture prior to use on the patient. There were no adverse patient consequences.

Manufacturer narrative:
Additional information: conclusion: the actual piece of suture was returned and microscopically evaluated. The returned needled segment had a cut end. No needle pull-off was observed. The returned needled segment did not account for all of the suture product, so a complete examination was not possible. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated.according to the sample condition suggests an improper handling of the needle/suture. This defect cannot be attributed to the manufacturing process.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05400. The same patient is represented in each medwatch.